Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the handle support circlip was broken. The fst replaced the handle assembly with a new one and returned the device to service. The investigation is on-going and the results will be provided in a follow-up report. A maquet field service technician (fst) evaluated the device and found that the handle support circlip is broken. The fst replaced the handle assembly with a new one and returned the device to service. The investigation is on-going and the result will be in a follow-up report.

Event description:
The customer reported that while changing a handle during a cleaning procedure, a circlip had broken. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Maquet evaluated the broken support circlip and found that it was oxydized. As part of the investigations, maquet performed some tests in order to attempt to reproduce the failure, and create corrosion. Two handle supports out of the internal stock (both equipped with a circlip) were dived into 2 aggressive and over-concentrated cleaning products. After one month of diving/drying cycles, maquet was not able to create corrosion on the 2 circlips. Maquet determined that the device failed to meet its specification due to a corroded circlip which caused the breakage. Additionally, the device was directly involved with the reported incident. However it was not being used for treatment or diagnosis on patient when the event occurred. The maquet powerled labelling indicates to check that the sterilisable handle clicks and locks in place correctly during the daily check.

Event description:
(B)(4).